Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002: device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: additional information was requested, and the following was obtained: product lot no: rbbdbkp0 injury: none, no harm observed. Location of device: (B)(6) healthcare device retained for investigation by manufacturer. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: * please confirm if the needle bent or broke. *please confirm the correct lot number.

Manufacturer narrative:
Product complaint # pc- (B)(4). Component code: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? None. Were x-rays taken to locate the needle piece(s)? Surgeon deemed not needed. Was there any additional tissue damage as a result of searching for the needle piece? None. Does a piece of the needle remain in the patient¿s tissue? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The lot number initially reported, rbbdbpk0 is invalid. Please kindly provide the lot number of the suture used in this event. Did the needle bend? Did the needle break? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a right ankle arthroscopy procedure on (B)(6) 2022 and suture was used. The sister handed an intact needle to the surgeon for closure of skin, and while using the suture he realized it was not piercing effectively. Afterwards when he handed back the needle, the sister noticed the tip of the needle is either broken or bent. The surgeon had to look into the ankle joint with a scope to check if the tip is broken and he couldn¿t find anything in there, and he was happy to do the closure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/28/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: a failed suture needle, labeled as pc-001118025, was submitted fractographic evaluation on june 8, 2022. The component was identified as product code mpvr9360h. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of pc-001118025 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please confirm if the needle bent or broke. Please confirm the correct lot number surgeon wasn't sure if it was bent or broken, lot number cannot be gained as device has already been sent off.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/15/2022. Additional information was requested, but unavailable: unknown for information requested, item has been returned so cant access lot number 1. The lot number initially reported, rbbdbpk0 is invalid. Please kindly provide the lot number of the suture used in this event. 2. Did the needle bend? 3. Did the needle break? H3 investigational summary: upon visual inspection of the one image received by ethicon for evaluation. A labeled winding former, a bent needle was observed in the area of the tip product code mpvr9360h. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.